Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/52;1236-2-852;78384201, delta v-40 ceramic head 28/+4;6570-0-228;77640501, restoration acetabular 50mm od x 15mm wedge augment;5096-5015;te7tj8, 6.5mm low profile hex screw 30mm;7030-6530;33zd, size 3 accolade ii 127 deg;6721-0330;76143706, osteolock bone screw 45mm;5260-5-045;57132401, 6.5mm low profile hex screw 35mm;7030-6535;3zhe, osteolock bone screw 45mm; 5260-5-045;59605701, tridentii tritanium multi 56f;709-04-56f;73173201a, 6.5mm low profile hex screw 20mm;7030-6520;5jd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The doctor performed an I&d due to infection and replaced the head and insert of a left hip.